Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a treated and untreated episode showing non-physiological noise artefact in the primary vector with smart pass disable. The technical services (ts) discussed troubleshooting options and recommended to performed x rays. Additionally, the shock impedance was high within normal limits. The patient presented to a follow-up in the clinic and the system was reprogrammed. There was no reproducible non-physiological noise on the follow-up, and this could be suggestive of unstable tissue contact at sense b or the s-ICD level during body movements. However, the post shock s-ECG during the treated episode showed noise that is not usually seen in a sense b scenario and is more consistent with mechanical electrode impairment. Nonetheless, there was no obvious kinking on the electrode, and the s-ICD header appear to show appropriate electrode insertion. This electrode remains in service. No adverse patient effects were reported.